Manufacturer narrative:
Device received with critical pump error due to corroded electronic assemblies. Unable to verify frozen display or unresponsive buttons due to critical pump error. Device received with corroded battery tube and corroded motor home switch. (B)(4).

Manufacturer narrative:
Device received with critical pump error due to corroded electronic assemblies. Unable to verify frozen display or unresponsive buttons due to critical pump error. Device received with corroded battery tube and corroded motor home switch.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that buttons were not responding and insulin pump received critical pump error alarm. Customer stated that numbers wee not ramping on their own and the scroll bar was not moving with no input. Customer also stated that display was frozen and the screen was not completely blank. No alarms occurred during or after the time that the buttons were not responding. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.